Manufacturer narrative:
Medwatch report # mw5110414. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report mw5110414 received that states "patient was brought electively to the cath lab as an outpatient today where his femoral-femoral bypass, which goes from the left to the right was accessed on the left side. Catheters and wires were passed to the right. On review of the angiogram, it appeared that penumbra thrombectomy of the sfa, popliteal, as well as posterior tibial was performed, as well as angioplasty of the posterior tibial at the ankle, as well as proximal sfa and distal bypass was performed. Apparently, there was then attempt to close the access site using a perclose closure device. There was some difficulty with this, and the intra-arterial segment of the device was broken off and left within the femoralfemoral bypass, and in fact, on images, crossed from the left groin to the right-sided anastomosis with the distal tip being in the proximal sfa on the right. Cardiology; therefore, consulted vascular surgery emergently for removal. Patient had a left groin exploration with exposure of femoralfemoral bypass with removal of retained perclose closure device fragment. FDA safety report ID# (B)(4). Follow up with the account was performed and the additional information was provided: the sheath size was 7f and reportedly, there was resistance advancing the proglide into the anatomy. The proglide device was deployed and when attempting to withdraw the device, there was resistance, resulting in the guide breaking. Following surgical removal of the guide, manual suturing was used to achieve hemostasis. A reported clinically significant delay in the procedure occurred as a result of the surgical intervention. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide detachment and foot detachment were confirmed. The reported difficult to advance and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effect of embolism is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. Based on the returned device condition and the reported information, the reported resistance during device advancement appears to be related to interaction with the patient anatomical conditions. Torsional manipulation applied during device placement due to interaction with the patient anatomical conditions subsequently contributed to the reported guide detachment. Detachment of the guide would compromise the foot functionality which subsequently contributed device entrapment during attempt to remove the device thus resulting in the need for surgical removal. Detachment of the foot appears to be related to handling/ manipulation during surgical removal. The reported patient effects of embolism is a known inherent risk of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequently to the initially filed emdr, returned device analysis was completed. A posterior foot break foot was noted. Follow up with the account confirmed that it occurred during the procedure and was removed during the surgical intervention. No additional information was provided.